Event description:
It was reported that a male patient underwent a complex ventricular tachycardia (vt) procedure with a smart touch unidirectional catheter and suffered a pericardial effusion, which required surgical intervention. The patient¿s medical history is unknown. The physician performed epicardial vt access. Mapping commenced using the smart touch nav catheter and the pentaray nav catheter. While mapping, the catheter did not appear on fluoroscopy to be in the proper position. The physician injected contrast via the sheath and it was noted that the catheter and sheath were in the right ventricle (rv) versus the desired epicardial space. Biosense webster does not recommend the use of its devices in the epicardial space. The case was then stopped. The sheath was left in place and the patient was sent to the operating room (or) for repair of the rv. Mapping was done but no radiofrequency ablations were delivered with the bwi catheters. Additional information was received on the event. A transseptal puncture was performed with an epicardial stick using an agilis sheath and an unknown needle. The patient did not receive any anticoagulation in the procedure. Suture placement was required when the agilis sheath was removed in the or and the patient required extended hospitalization because of the adverse event. The flow setting was 2cc as only mapping was done. There were no error messages observed on biosense webster equipment during the procedure. The physician¿s opinion regarding the cause of this adverse event is that this is not bwi product related, but possibly agilis and needle related. However, in taking a conservative approach since the bwi catheters were inside of the patient during the event, this event is being reported.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01, serial# (B)(4)); stockert 70 system (model# m-5463-01, serial# (B)(4)); coolflow pump (model# unknown, serial# unknown); pentaray nav catheter (model# d-1282-08-s, lot# 17206966l). (B)(4).